Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a revision surgery due to dislocation of insert.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned insert shows minimal wear/damage to the lock detail and the articulating surface. Our lab completed an analysis with the following results: some burnishing and deformation was visible on the articulating surface of the insert, with slightly more damage visible on the medial side. There were signs of wear on the anterior and posterior of the post, also trending towards the medial side. Burnishing and some scratches were also visible on the non-articulating surface, indicating the insert was dislocated. Deformation was visible on and above the anterior tool slot, and could have been caused during insertion or extraction. Slight deformation was visible on the posterior locking mechanism on the lateral side, and was likely caused during insertion or extraction. Scratches or tool marks were visible on the medial side of the insert. There was no visible deformation of the anterior locking mechanism. The insert was likely not properly locked into the tibial tray. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.